Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous and mildly calcified proximal diagonal artery that was 90% stenosed. The patient presented with angina; therefore, pre-dilatation was done with a 1.5 x 8 mm unspecified semi-compliant balloon catheter at 16 atmospheres. A 2.5 x 38 mm xience xpedition stent was then deployed via the radial approach. A distal edge dissection was then noted under fluoroscopy; therefore, another unspecified xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.